Manufacturer narrative:
(B) (4)

Event description:
It was originally reported that the patient experienced no stimulation sensation when the device was turned on. It was noted that one of her "leads was not working". The healthcare professional confirmed that the patient had a return of symptoms. Impedance measurements showed 2 open circuits on electrodes 2 and 3 (>4000 ohms). The patient was scheduled to have a lead revision/removal procedure.